Event description:
It was reported, the patient had a fluid collection/swelling near the spinal pocket and there was a suspected cerebrospinal fluid (csf) leak. The patient underwent a pump replacement on (B)(6) 2014 and the hcp explored the spinal pocket to see if issue with the catheter. Upon inspecting the catheter a determination was made by the hpc stating it did not appear to be a problem with the catheter. The catheter anchor was intact and the connector in spine appeared intact with no leakage of csf. The patient was getting medication and when the last dose was adjusted by the hcp the patient was able to tell. The catheter was not replaced, and after connecting the new pump the physician was able to aspirate via the catheter access port and there was good flow of csf. A purse string suture and glue (unknown exact product) were used to help secure the tract where the catheter into the intrathecal space. At the time of this report the patient status was alive, no injury. The pump was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709sc, lot# n186503004, implanted: 2009 (B)(6); product type catheter product ID 8 709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter (B)(4).

Event description:
Additional information later reported that the cause of the fluid collection / swelling at the spinal pump pocket site was caused by cerebrospinal fluid leak around the catheter; no device issue was determined. The pump was replaced as it was approaching the end of its battery life. The fluid collection at the spinal pump pocket site resolved. The reporter indicated that it was not necessary for the device to be returned to the manufacturer.

Manufacturer narrative:
(B)(4).